Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation as it remains implanted. The delivery system was also not returned. Based on the information submitted, the results was also not returned. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that after the filter was released, the arms opened up, but the legs remained closed. The doctor attempted to open the legs with a 12x2 pta balloon, but was unsuccessful. A competitors vena cava filter was implanted above the other filter. No injury to the patient reported.